Event description:
Customer reported the system will shut down after taking 2 or 3 shots. System operates as intended.

Manufacturer narrative:
A ge rep evaluated the system and repaired the video amplifier board. System operates as intended.